Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
Additional information please share the material & lot number associated with reported issue we do not have the specific lot number for the associated clamps sample available is mentioned as yes, please provide the address of the facility for us to ship the return label please ship the return label to (B)(6) at what point did this failure occur? Beginning stage, they would not clamp around the patients connection site, leading us to have to get a new clamp what was the medication type and duration of the infusion? It was a multitude of different medications as the collection of clamps is upward 10 did the patient receive a combination of any medications? Unaware, and the clamp wasn¿t in use as we had to use another one, but this was on multiple different patients what product was the set connected to? Some were pumps, some were lines and some were direct to huber needle how long has this product been used in your facility? Since march was there any leak? There is no leak, these are infusion clamps.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following vebratim it was reported by customer that blue clamps arent locking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed